Event description:
Related manufacturer report number: 3006705815-2023-00195. It was reported that the patient was unable to set their ipg to MRI mode due to impedance issues. The investigation did not determine which lead caused this issue. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans UDI: (B)(4), serial: (B)(4), batch: a000060966.

Manufacturer narrative:
The report of unable to set ipg to MRI mode was not confirmed. Recreation of the field scenario was accomplished, using lab leads attached to a load block; the returned ipg was able to be place into MRI mode without any issues. Ipg had no physical anomalies and communicated with all lab utilities.